Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions fiber breakage at distal end and cracked objective lens was traced to component failure. However, probable cause of minor stains under light guide cover glass could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited fiber breakage at distal end, cracked objective lens, and minor stains under light guide cover glass. There was no patient involvement.